Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the texium bonded filtered pump set leaked around where the filter and tubing connect. Taxol was being infused at the time. A large sized spill occurred and required ¿hazmat¿ to clean the spill.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer¿s report of a separation at the filter to the tubing was confirmed. Visual inspection of the set noted that the nitro tubing was disconnected from the inlet port of the 0.2 micron filter. There was no solvent or residue noted on the either component. There were no other anomalies. Functional testing was not performed due to the obvious damage. The root cause of the set separation was identified as the insufficient application of tubing solvent to the junctions.